Manufacturer narrative:
The diamondclean brush head is an accessory to the sonicare power toothbrush.

Event description:
Consumer complained about loose bristles in their throat. None were swallowed.